Event description:
It was reported that the generator is out of order. No further info is available. No reported pt consequence and no procedure info provided.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is not determined to be an MDR malfunction. The unit was received at the international service center for a checkout. Based upon the inquiry info received, visual and functional examination, the unit was found to require: damaged pcb replaced, physical damaged front panel replaced, upper casing renewed according to mfg instructions, missing accessories replaced and label overlay replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.